Event description:
The customer reported that the insulin pump had an error alarm. The customer stated that she went to swim while wearing the device. Troubleshooting was performed. The numbers in the insulin pump kept scrolling without her pressing any buttons. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage on the electronic assembly. Further testing was not performed due to the blank display.